Event description:
It was reported that during a maxillofacial repair surgery, the twinfix anchor broke. All the broken pieces were removed with tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device in an additional bone hole. A void was left. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor found that no burrs, cracks, or contamination is allowed. A certificate of conformance must also be provided. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, fractured anchor and suture material was returned. The suture material is still installed on the insertion device and both have debris on them. The distal tip of the anchor was returned, the proximal end has fractured away and was returned in the insertion device, still attached to the suture material. A review of the customer provided image finds the complaint insertion device with suture material but no anchor visible on the smith+nephew product box. Based on the condition of the product material found during visual inspection, additional material testing is not required. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.